Event description:
The consumer experienced corneal ulcer, it was reported that 4 different patients in a short period of time that came back with corneal ulcers after wearing precision 1. Two of them were sleeping in their lens, however the other 2 were not. Patients current condition is unknown. The current status of the consumer's eye is not known at the time of this report; additional information has been requested but not yet received.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. At this time, no clear relationship can be established between the device and the reported incident or adverse event. The manufacturer internal reference number is: (B)(4).